Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual analysis was conducted which indicated an air ingress/water bubble on touchscreen. Despite this, the programmer passed the functional test and the baseline evaluation with no root cause determination of the clinical allegation. Despite analysis findings, this investigation is consistent with the criteria for a "cause traced to design" event, because of the reported unresponsive screen during threshold testing. The programmer's touchscreen was replaced due to confirmed air bubble damage, and retested for functional testing, where device passed entire evaluation.

Event description:
It was reported that during a threshold test following the implant procedure, this programmer's display screen froze and no programming adjustments could be made during the test. Stimulation was appropriately delivered and no adverse patient effects were reported. The programmer was received for analysis.